Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a left atrial flutter procedure, after connecting the catheter there was noise on the catheter leads both on the carto and recording systems. Upon further follow-up it was confirmed that the noise was on all channels, including the 12 leads of body surface ECG's and all intracardial (ic) recordings on both carto and ep recording systems simultaneously. The user was unable to interpret the signals. The user proceeded by changing to a new catheter. No patient adverse event was reported.

Manufacturer narrative:
(B)(4). It was reported that during a left atrial flutter procedure, after connecting the catheter there was noise on the catheter leads both on the carto and recording systems. Further follow-up confirmed that the noise was on all channels, including the 12 leads of body surface ECG's and all intracardial (ic) recordings on both carto and ep recording systems simultaneously. The user was unable to interpret the signals. The user proceeded by changing to a new catheter. No patient adverse event was reported. Upon receipt of the involved catheter, the device was visually inspected and was found in normal condition. The catheter was electrically tested and passed specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.